Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the forceps did not function correctly, it made sparks at the connector. The product was in contact with the patient, no patient injured or death alleged and the event did not lead to an increase of surgery time. The device was used during visceral surgery. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2015 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device: electrical test ok. A thorough observation of the proximal plastic black piece did not reveal any charring or traces of burn. The distal plastic part is damaged. Manufactured on 17dec2014. DHR review; no nonconformity for this lot. Complaints history; two complaints for this lot from this costumer (related to electrodes on short circuit). Conclusion: the distal plastic part was likely damaged by an improper handling. The reported event is probably due to the presence of humidity on the connection zone.